Event description:
I used super poligrip from approximately (B)(6) 2009 until (B)(6) 2010. While I was using fixodent, I began experiencing numbness and tingling in my extremities. Tests taken at that time showed that I had low levels of copper and now requires continued medical care from my doctor. Dose or amount: denture, frequency: once daily, route: oral. Dates of use: (B)(6) 2009. Diagnosis or reason for use: teeth's dentures. Event abated after use stopped or dose reduced: no.